Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise on the primary and alternate vectors. In the secondary vector, a massive baseline shift was observed. No inappropriate shock therapy had been delivered. Troubleshooting was performed and during patient movements, a large amount of noise was produced; when the patient was at rest, small amounts of noise were still observed. No adverse patient effects were reported. A device replacement procedure was planned. The device and electrode were explanted and replaced the following week with a new s-ICD system. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis. Reference MDR # 2124215-2021-10575 for device information.

Manufacturer narrative:
The returned electrode was also thoroughly analyzed. Visual examination identified an insulation abrasion approximately 8 centimeters (cm) from the terminal pin, which exposed the sense b cable. The sense b cable was confirmed to be electrically open. These findings resulted in the observed noise. The insulation abrasion appeared consistent with electrode-on-can contact.